Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that they patient had a fall and landed on the device and their symptoms returned thereafter. Patient also reported that impedances were noted at the clinician office on (B)(6) 2019. Troubleshooting programmed around impedances but patient symptoms continued. It was also reported that the lead was revised and that the issue was resolved. No further complications were noted or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) and lead (va1837u) revealed insignificant anomalies, and the products were functionally okay. If information is provided in the future, a supplemental report will be issued.